Event description:
It was reported that the customer experienced high bg levels (600 mg/dl) due to a cartridge error stopping all insulin deliveries. The customer reported that he overfilled his cartridge and did not hear ot see the notification message as he was driving. He was able to correct his bg levels when he got home by loading a new cartridge and confirming that insulin was being delivered.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available a supplemental report will be submitted.